Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The lesion was located in slightly calcified superficial femoral artery. Following atherectomy, the sterling 6.0 x 100/135 balloon catheter was advanced to the lesion and inflated to nominal pressure (atms unknown) when the balloon ruptured. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).